Event description:
The reporter stated that the device was being used to take a split skin graft from the leg of an elderly, underweight, pt to obtain skin that would be used to close a leg wound. There was not a lot of space from which to take the graft. Mineral oil was used to prepare the skin and some oil was placed on the dermatome blade. The surgeon was a very experienced dermatome operator. The blade started to cut but then skipped cutting about every one centimeter. This happened in several places and the graft was "choppy" and could not be used. A thicker setting was dialed for the next graft which was taken using a different dermatome.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.